Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a temperature issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2019 with the following findings: there was no activity related to the complaint observed in black box or download history. There were no records of voltage drops in black box data. The pump powered on normally and was exercised for 12 hours with no overheating duplicated during testing. The pump's electrical current draws were evaluated and found to be within specification. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.